Event description:
Medtronic were informed of the following literature article; Infrarenal Clamping in Late Open Conversions After Endovascular Abdominal Aneurysm Repair: A 28-Year Single-Center Experience The present study aimed to report the technical aspects and outcomes of late open conversion (LOC) after endovascular aneurysm repair (EVAR) performed in a single center exclusively with infrarenal clamping. Talent, Endurant and AneuRx stent grafts in addition to non-Medtronic stent grafts were used in the patients in the study and explanted over a time period of January 1996 to August 2024. The following events were noted; Type I endoleak, type III endoleak, type V endoleak, migration. No further information was provided pertaining to Medtronic products.

Manufacturer narrative:
A2: Average Age A3a,3b: majority gender B3: publication date https://doi.org/10.1016/j.avsg.2025.09. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.